Event description:
It was reported that the attune pin jack is not grasping pins. There was no delay to case.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: attune pin jack not grasping pins no delay to case event happened 10/4/2023. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed that the attune pin jack was found in good condition, however the functional test confirmed the reported allegation. The pin jack is not work correctly when pulling the fixation pins. No other issues were observed. The functional test was performed using depuy synthes fixation pins samples. The overall complaint was confirmed as the observed condition of the [254500060 / attune pin puller / pg306839] would contribute to the complained device issue. Based on the investigation findings, at this moment a potential cause cannot be determined, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.